Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter for the patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately low compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged the inaccuracy began on (B)(6) 2015 when the patient obtained an alleged inaccurate low blood glucose result of "240-250mg/dl" on the subject meter compared to "390-393mg/dl" on another meter (onetouch ultra), performed within 30 minutes of each other. The patient manages her diabetes by self-adjusting insulin doses and denied making any changes to her usual diabetes management routine as a result of the alleged product issue. The reporter for the patient also denied that she developed any symptoms. The reporter for the patient stated that on (B)(6) 2015, 7:30am she took "1 or 2 units of humalog insulin". No medical intervention was required. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the correct testing steps were carried out and the sample was taken from an approved sample site. Cca noted that the test strips were stored correctly and not expired and that the test vial was intact. The patient did not have control solution to carry out a test. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because due to the comparison provided, the device malfunctioned.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.